Event description:
Patient found with oxygen mask off and pulse oximeter sensor disconnected. Pulse oximeter not alarming,although alarm not silenced. According to nurse manager, patient died later due to underlying disease process unrelated to this event. Clinical engineering tests repeatedly run on this pulse oximeter unit revealed no problems with the unit.